Event description:
Reporter stated that a note on the bed alleged that siderail was not latching. Reporter found a lot of dried cleaning formula in the side rail mechanism, which probably caused the problem. He cleaned and lubricated the mechanism, unit working fine. No injury reported.